Event description:
No serial number provided. The dealer states the right hand side hardware broke on the consumer's back. He believes it's the easy set hardware but unsure what type of back only that it's invacare. The dealer states no injury or property damage. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).